Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, dlp coronary artery ostial cannulae were used for aortic valve replacement (avr) and coronary artery bypass graft (CABG) procedure. The cannulae were blocked and failed to deliver cardioplegia. A new cannula was then used to deliver cardioplegia. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Additional information b5. Medtronic received information that at an unspecified time, dlp coronary artery ostial cannulae were used for aortic valve replacement (avr) and coronary artery bypass graft (CABG) procedure. The cannulae were blocked and failed to deliver cardioplegia. A new cannula was then used to deliver cardioplegia. The devices were replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.